Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not connected to the server. A field service engineer worked with the customer¿s information technology department and identified a network issue on the customer¿s side. The issue was resolved, and the customer signed in and accessed the medication. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the station was not connecting to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.